Event description:
At about 1 year 11 months after the primary, the patient came in reporting pain and knee laxity and the cause is unknown. The surgeon revised the poly (10 to 12 mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 october 2023. Lot 2104645: (B)(4) items manufactured and released on 18-june-2021. Expiration date: 2026-06-08. No anomalies found related to the problem. To date, 144 items of the same lot have been sold without any similar reported event during the period of review.